Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse verified the high pressure problem and replaced the stator and the rotor seals. The pressure was running at 9.3 mpa and holding steady. Fse ran calibration and quality controls (qc) with acceptable results. The g8 instrument was working as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-aug-2017 through aware date (B)(6) 2018. There was one (1) similar complaint found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 102 pres limit over the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The most probable cause of the reported event was due to a clogged rotor and stator seals.

Event description:
A customer reported getting 102 pressure over limit error messages with the g8 instrument. The customer reported that an acceptable pressure for instrument with a new column was 7.8-11.8 mpa. However, the pressure started at 11.0 mpa and quickly went up to over 15 mpa and then powered off. The customer replaced the filter but still got a high pressure reading. The pressure reading without a column was 7.8 mpa. The pressure reading without a filter housing was 0.23mpa. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the rheodyne rotor and stator were returned for evaluation. Functional testing was performed on the parts and the parts performed as expected. The part passed functional testing. The reported event could not be confirmed. (B)(4). The most probable cause of the reported event could not be determined. The rheodyne rotor and stator performed as intended.